Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the patient experienced syncope and dizziness due to non sustained right ventricular oversensing with pacing inhibition observed on the implantable cardioverter defibrillator. The patient was brought into clinic and pacing inhibition was reproducible with arm movement. The cause was determined to be myopotential oversensing. The low frequency attenuation (lfa) filter was programmed off and pacing inhibition with arm movement could not be recreated. The device was to be monitored. The patient was stable.